Event description:
It was reported that communication difficulties were experienced when attempting to communicate with the vns patient's device. Further follow up with the physician revealed that the programming system was plugged into the wall when communication was attempted. The patient was no longer in the office to perform additional troubleshooting. The physician requested a new programming system to be sent to the site. Attempts to obtain the non-working programming system are underway, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.